Event description:
It was reported that during an unknown procedure, the staples were misaligned/malformed. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the ec60 device was received instead on a long60. The device was returned for analysis with no visual non-conformances and with an empty reload present. The device was tested for functionality with a test reload. The functional test demonstrated the device fired, cut and formed all the staples as intended. However, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. Please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.